Event description:
The hcp reported the pump was explanted due to "impending battery depletion" after an implant duration of 38 months. The catheter was explanted at the same time as it was not connected to the pump. The device system was replaced. A follow up report will be sent when additional info is received.